Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ping meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation since the (B)(6) could not be reached to speak to in person. The patient stated that the alleged inaccuracy issue began at an unspecified time on (B)(6)2015. At this time the patient obtained subject meter readings of ¿146 and 206mg/dl¿ within 20 minutes of one another. The patient manages their diabetes with insulin pump therapy and it is not known whether they made any changes to their diabetes management regimen as a result of the alleged product issue. The patient stated that 2 weeks before obtaining these alleged inaccurate results they had experienced the symptoms of ¿dizzy and shaky¿. It is not known whether the patient associated these symptoms with high or low blood glucose levels, nor whether they received any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury. The alleged meter issue could not be ruled out as a cause or contributor to the event.